Event description:
In 01/2001, the international distributor informed the MFR via a faxed report of the following: surgeon attempted to tunnel device catheter. Device catheter broke while tunneling at or near dacron cuff. Another catheter was used (same as previous product) with no further problems. No further details are available.